Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post-op observation, possible crosstalk was observed. Programming changes were made. The patient will continue to be monitored.